Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 at 8.00 pm. The customer blood glucose level was 439 mg/dl at the time of hospitalized. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with manual injections and insulin pump to try and get her blood glucose lowered. Customer does not allege pump was under delivering. Customer declined further troubleshooting for the high blood glucose as she understands that it was the infusion set leaks that were causing the high blood glucose. The device will not be returned for analysis.